Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found that the ins was functionally okay. Insignificant anomalies occurred.

Event description:
It was reported that the patient was going to have the implantable neurostimulator (ins) replaced due to normal battery depletion at a procedure today. There were impedance readings >10,000 ohms. The leads were removed, wiped and replaced but the impedances remained >10000 ohms. The leads were then placed in a multi lead trialing cable (mltc) and the impedances were normal. The doctor requested a new battery so the battery was replaced and the impedances with the new battery were all within normal range. There was no patient injury and the patient recovered without sequela. A manufacturing representative (rep) sent the implantable neurostimulator (ins) back to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.